Manufacturer narrative:
Additional narrative: this report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2015. The fse checked the small syringe tip and found the wash tubing on the side of instrument disconnected. The customer had changed the wash buffer and pulled off the tubing without noticing. The fse reinstalled the tubing, then ran multiple drain flushes and primed the instrument to purge air in the system. The instrument was calibrated and quality control (qc) was run. A rack of patient samples was run to check area and retention rate.the g8 was working as intended. No further action required by fse. The probable cause of the event was disconnected wash tubing.

Event description:
On (B)(6) 2015 a customer reported low total area with their g8 analyzer on whole blood specimens. Replacing the sample needle and running with caps off still resulted in low total area.the customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting of hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.